Manufacturer narrative:
(B)(4). Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was not returned. Only the stent implant and the orange protective sheath were returned. There was no blood visible. There was contrast on the stent implant. The stent implant was returned dislodged from the balloon and located inside the protective sheath. There was no other damage noted to the stent implant. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met manufacturing criteria. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that on (B)(6) 2009, a pt needed a stent in the distal rca. A 3.5 x 18 vision stent was removed from the orange protective cover. The stent was advanced on a bmw guide wire and deployed. On fluoroscopy and cine angio, the stent was not visible. Stent boost and ivus confirmed that there was no stent. The whole guiding catheter, still inside the rca, was cine filmed without a trace of the stent. The stent was found in the protective orange cover, as it had detached from the balloon during unpacking. No additional event or pt info is available.